Manufacturer narrative:
The manufacturer previously reported of a ventilator that was returned to the manufacturer for routine preventative maintenance. There was no allegation of harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative error code was observed. There is no documentation what component should be replaced to address the issue. No documentation if a repair was performed. Additionally, the device's rubber feet are missing/displaced and the circular cap (between nurse call and comm) is missing. During further investigation of the device the critical error was not confirmed, however the device failed a o2 low flow test. The device's active exhalation control module was replaced to address the issue. Additionally, not related to the issue, the device's rubber feet, handle (cracked), and rear enclosure (cracks at the screw bosses) were replaced. The circular cap (between nurse call and comm) missing (not required, nurses call plug in place). The device passed all final testing.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative error code was observed. There is no documentation what component should be replaced to address the issue. No documentation if a repair was performed. Additionally, the device's rubber feet are missing/displaced and the circular cap (between nurse call and comm) is missing.